Manufacturer narrative:
H3: examination of the graft in co's laboratory revealed delamination of the tape on each of the three sections of cut graft submitted. Additionally, thrombus was noted within each section and clamp marks in several locations on two of the sections. Mfg records were carefully reviewed which revealed no apparent inconsistencies and confirmed that the graft met all specifications and passed all inspections. The reason for this delamination and unravelling was indeterminable. The product insert which accompanies each device states: "when cutting the graft, a sharp surgical instrument must be used to prevent damages to the thin spirally wrapped eptfe tape becomes frayed after cutting the graft, trim that portion of graft with a sharp, surgical instruments".

Event description:
This event was reported as: "tape not fixed while use." No further info provided.